Event description:
Related manufacturer reference number: 2017865-2021-32604. It was reported that the patient presented for routine generator change. During the procedure the physician observed insulation damage at the proximal ends of both the right ventricular and right atrial leads, near the connector pin. The leads were repaired with suture sleeves and sutures. No adverse patient consequences were reported.